Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an op note stating the 3058 was explanted (B)(6) 2021 due to possible infection. Caller reports after (B)(4) was implanted pt went to the hcp's office a week later and it was determined that the incision had opened up. Caller reports that during the explant surgery however there was no sign of infection.  No further complications were reported/anticipated at this time.